Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer stated that her u by kotex security super plus tampon came apart upon removal and tampon pieces remained inside of her. This event occurred with one tampon. She was able to remove the remaining pieces.